Manufacturer narrative:
The albumin reagent was not manufactured by roche and is manufactured by an unknown manufacturer. A field service engineer (fse) determined that the questionable results were due to potential unintended mechanical movement of the rinse assembly, causing nozzle malfunctions. The fse cleaned and performed maintenance actions on the nozzle. Reproducibility tests were conducted, confirming that there were no further issues. Qc was performed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable albumin result from the cobas c 503 analytical unit. The initial result was 2.0 g/dl, and the repeat result was 3.3 g/dl. The repeat result is deemed to be correct and was reported out.